Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's proximal neck was inverted funnel shape. The procedure consisted of placement of a mainbody and two iliac legs. The physician marked the bifurcation of the left internal iliac artery and then placed the iliac leg graft at approx 3mm short of the bifurcation. However, the final confirmatory angiography showed that no blood flow into the left internal iliac artery because the distal part of the iliac leg graft covered the bifurcation. The physician decided to just take a wait and see approach and completed the procedure. The pt's condition is unk as not provided by the rptr.